Event description:
It was reported that the right ventricular (rv) lead exhibited a loss of capture. X-ray and computed tomography were both completed and demonstrated that the lead had perforated the ventricular wall. The rv lead was capped, and a new lead was implanted without complication.